Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the robot displayed error 1162 on arm 2 during startup. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised cleaning and inspecting the cannula mount on arm 2 and performing a hard shutdown; however, the issue persisted. Arm 2 was subsequently disabled, and the team will proceed using a three-arm configuration. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform where cannula check was found to be failing on the axes controller spar cannula (acsc) printed circuit assembly (pca) with error 1162. Once testing was completed, the acsc pca was applied behavior analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acsc pca was the probable root cause of the reported event.